Event description:
It was reported that a malfunction alarm occurred after the pump was dropped. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available. Customer¿s blood glucose level was 240 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.